Event description:
The reporter noted: the doctor stated after egr procedure (date of procedure was not provided), the pt "mentioned calf discomfort on (B)(6) 2012 from gastric surgery" (the time between procedure and onset of calf discomfort was not provided). The doctor believed this was neuritis and provided a cortisone injection which relieved the pt's discomfort.

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.